Manufacturer narrative:
A product support engineer (pse) reviewed the information and feedback provided by the remote support engineer (rse). The pse stated the list of alarms in the instructions for use (IFU) for which the mx40 is capable of alarming is, is complete. As the mx40 is not capable of alarming for atrioventricular dissociation, this alarm is not listed in the instructions for use (IFU). The pse reached out to clinical application support (cas) for additional information. The cas stated the irregular heart rate alarm was not triggered either, because the conditions for this were not met. As stated in the IFU, the irregular heart rate alarm will be triggered if the heartbeat interval deviates more than 12.5%. The heartbeat of the patient was in between 65 - 70 beats per minute (bpm), which means the conditions for irregular heart rate were not met. The customer was provided information about the device and the alarm functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported the intellivue mx40 wlan failed to alarm for atrioventricular dissociation. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) investigated the logs from the patient and found no alarm for atrioventricular dissociation during the date and time of the event. There were several ECG leads off alarms which got silenced and not corrected. The rse reached out to a clinical application specialist (cas) for support to interpret the ECG waveforms. The cas stated that, to her knowledge, the mx40 is not capable of alarming for atrioventricular dissociation. The cas stated usually the patient is experiencing bradycardia as well, for which an alarm would be triggered. As the heart rate of the patient was in the range of 65-70 beats per minute (bpm), the conditions for bradycardia were not met and the bradycardia alarm was not triggered. The complaint investigator (ci) reached out to the product surveillance engineer (pse) to verify if the intellivue mx40 802.11a/b/g is capable of alarming for atrioventricular dissociation. The pse stated the intellivue mx40 802.11a/b/g is not capable of alarming for atrioventricular dissociation. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.